Event description:
It was reported that, for the past "several months," the pt experienced a shocking or jolting sensation in the perineal area, near the rectum. If the neurostimulator was pressed on "hard enough," the pt could also feel this sensation in the same area. The pt also experienced intermittent stimulation. There was no known related incident or accident reported. It was further reported that impedance readings were greater than 4000 ohms on some ("almost all") of the bipolar and unipolar pairs. Exact numbers were not available as of the date of this report. The pt's work environment allowed for exposure to high areas of electromagnetic interference (emi). The pt did not experience any shocking events or power on reset (por) conditions due to the work environment. It was later reported that the pt was found to have an open circuit, as determined by the impedance testing of multiple leads greater than 4,000 ohms. X-rays taken did not show a lead break and a copy of them was to be sent to the MFR for further review. Subsequent impedance testing revealed the same result. No further troubleshooting was performed and the pt's device was turned off. The pt no longer felt the stimulation. There were no plans for a surgical revision. Add'l info was requested, but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).